Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 217 mg/dl. A manual injection was administered and a supply change was performed to address bg/alarm. A system check was performed with tandem technical support and found that the time was intermittently inaccurate by a couple of minutes. The customer corrected the time to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.